Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure in 2008 with a 99%, slightly calcified, de novo lesion in the proximal left anterior descending (lad) branch. The patient was initially admitted with an acute myocardial infarction. The lesion was pre-dilated. Then a 2.5 x 23 mm cypher stent was being inflated, but the balloon ruptured at 12 atms when pressurized for 30 seconds. Because contrast medium leakage was observed, the balloon rupture was confirmed. Therefore, the physician stopped the use of the cypher and implanted a 2.5 x 24 mm taxus stent and the procedure was successfully completed.